Event description:
It was reported there was an alarm issue and the patient passed away. The customer indicated an alleged alarm malfunction but could not provide what alarms failed. It was indicated the vascular amputee patient was being monitored due to cardiac decompensation related to aortic stenosis. The hospital report form was provided, indicating around 0645 the night nurses left the patient's room after performing a treatment and the patient was well with oxygen and telemetry in place. At 0715 the day shift started her shift and heard the alarm sounding from the patient room. Upon entering the room, she found the patient in cardiac arrest with his oxygen and ECG electrodes removed. CPR was initiated but the resuscitation was unsuccessful and the patient passed away. The customer confirmed the reported death date and time. In addition, the cause of death was thought to be related to hypoxia as a part of overall cardiac decompensation and a ventricular rhythm disorder in advanced heart disease as well as possible technical issues.

Manufacturer narrative:
E1: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips product specialist engineer (pse) and a clinical application specialist (cas) reviewed the audit logs provided by the customer. Based on the limited information provided the logs show that alarms did sound between 0645 and 0745 on february 20th in room 223 but the logs show there were no alarms on bed 211 or any activity on february 20th during that time. The customer was provided information about the logs. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.